Manufacturer narrative:
Siemens headquarters support center (hsc) evaluated the instrument files and data. There was no instrument malfunction identified. The customer has not obtained further discordant sample results for estradiol in the past several weeks. The cause for a falsely low result for the estradiol sample on an immulite 2000 xpi instrument is unknown. The instrument is performing according to the specifications. No further evaluation of this devise is required.

Event description:
A falsely low result was obtained for the estradiol assay on an immulite 2000 xpi instrument. The sample was run neat and at a 1:3 dilution. The initial low result was reported to the physician(s) and questioned. The 1:3 dilution result was reported to the physician as the corrected result. There are no known reports of patient intervention or adverse health consequences due to the false low results on the patient sample.